Manufacturer narrative:
The pump was not explanted and therefore not available for evaluation. A correlation between the device and the reported subarachnoid hemorrhage and elevated lactate dehydrogenase could not be conclusively determined. Furthermore, the report of power elevations could not be confirmed through this evaluation as no log files were provided for review. Stroke, bleeding and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 11 months. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2016. The patient had a severe headache and was admitted into the hospital on an unspecified date with subarachnoid hemorrhage, elevated lactate dehydrogenase at 586 u/l and transient pump power elevations. A decision was made to withdraw care.